Event description:
It was reported that the lens vaulted (z-syndrome) approximately 1 month post implant. The patient noticed a decrease in vision. Lens repositioning was attempted approximately 6 weeks post lens implant but was not successful. The lens was ultimately explanted and another model lens was implanted. The surgeon indicated the likely cause of the event was capsular phimosis. The patient's current prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.